Event description:
A nurse reported a system message was displayed during a procedure. The staff attempted troubleshooting the system but was unsuccessful. A second system was used to complete the procedure causing a delay of less than 15 minutes. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and replaced the lpas (low pressure air source) module. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).